Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. The air supply volume did not meet the standard value due to clogging of the nozzle. In addition to the foreign matter found clogging the nozzle, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob were not within the standard value due to wear of the angle wire; the adhesive on the bending section cover had a chip, a crack, and a white clouded area; the water removal ability did not meet the standard value due to clogging of the nozzle; the image guide protector was chipped; the adhesives around the objective lens and the light guide lens were peeled; the coating of the connecting tube was peeling; a streak of flare appeared in the image due to adhesive peeling around the objective lens; switch#1 was worn; the paint on the suction cylinder was peeled; and there were scratches on the plastic distal end cover, the connecting tube, and the universal cord. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about the nature of the foreign material. There was no delay in the start of the precleaning, but the air/water supply nozzle used for reprocessing was abnormal. The customer flushed the air/water nozzle with water, but it is unknown if they wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. However, the customer flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the evis lucera elite colonovideoscope had poor air/water supply. The intended observation was complete using the same device. There was no report of patient harm. The device was returned, evaluated, and a foreign matter was found clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.